Event description:
This 79-yr-old male was undergoing open heart surgery. During the procedure, the perfusionist noted the flow and revolutions per minute decreased to 3.0 lpm and 3000 rpm respectively. He could not raise either rate. Surgeon informed and modular component of concole changed. Surgery completed without difficulty. No pt injury. Pt home 6/23/94. MFR informed and tested involved components but was unable to simulate problem.